Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the 511sd trocar tore. It was used at the umbilicus. The scope was used at this site. The one seal tore at the subxiphoid port. A new reducer was used to complete the case. There was no consequence to the pt.